Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. Review of device history identified that insulin delivery initially stopped because the insulin cartridge became empty. Insulin delivery resumed following completion of a supply change; however, glucose values subsequently increased above 400 mg/dl and remained elevated for approximately eight hours. Engineering records further identified a second dosing stopped event later that day while a subsequent cartridge replacement was in progress and the cartridge replacement process was not completed. The user was subsequently hospitalized, treated with insulin by injection, and later resumed ilet therapy with glucose values returning to range. Based on available information, the event is attributed to interruption of insulin therapy following failure to replace an empty insulin cartridge and complete the cartridge replacement process. No device malfunction was identified. A separate complaint has been initiated to evaluate the reported bent cannula. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-jun-2026 it was reported that on 05-jun-2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in hospitalization. The user was admitted on 05-jun-2026, treated with insulin therapy, and discharged on 09-jun-2026. No long-term health effects were reported.